Event description:
It was reported that during the pacemaker implant procedure the physician connected the right ventricular (rv) lead into the right atrial (ra) port in the device header. Physician tried to remove the lead but in the process the right ventricular (rv) lead began to fray. This lead was surgically capped as the tip of the lead was stuck in the header of the device. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.